Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012. Product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient had their prior device removed due to a staph infection. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.